Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Reader did not power on with button press, test strip insertion and usb (universal serial bus) cable insertion. Reader was connected to computer and software, was not able to recognize the reader. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader and no issues were observed. The stm processor was present. The returned battery voltage was measured which was not within the specification range. Replaced returned battery with known good battery and attempted to turn on reader, however, the reader did not turn on. The reader pcba (printed circuit board assembly) was hot. An extended investigation was performed. Performed visual inspection of the returned de-cased reader, no issues observed. The off current testing was not performed as the reader did not power on. Reader was also monitored under thermal camera during operation, where thermal hot spots were observed which exhibits an increase in temperature when the battery is connected but the button is not pressed, specifically on the u3, u13 and cpu. As the customer has used incorrect usb adapter, the excess power on multiple components caused the temperature of the u13 and cpu further increased immediately after the button is pressed. Therefore, issue is not confirmed to use due to incorrect adapter. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is, "heating when charging." There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is, "heating when charging." There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.